Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow up report will be submitted as applicable. Section a through f: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
On (B)(6) 2026, a patient underwent thrombectomy and atherectomy procedure by using a rotarex device. It was reported that the device allegedly locked onto the wire and began to pull the wire out. Device was removed with the wire. There was no patient reported injury.

Event description:
On (B)(6) 2026, a patient underwent thrombectomy and atherectomy procedure by using a rotarex device. It was reported that the device allegedly locked onto the wire and began to pull the wire out. Device was removed with the wire. There was no patient reported injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: catheter was returned for evaluation, and a physical investigation was performed on the catheter. During physical investigation a catheter was received. The head part of the helix was peeking out. The test guide wire went through the catheter till the metal gear wheel. The catheter was cut opened at 10 cm from the tip of the catheter to look inside. The helix was found heavily clogged with bodily material. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.